Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the "cap plate" cracked. There was no reported patient involvement.